Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (no physical damage) issue. The reporter alleged the pump was hot to the touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: a review of the black box showed a drastic voltage drop leading to a call service 128 alarm. The pump powered up with auditory and vibration to a distorted display. The current readings were unable to be verified. The pump did get warm after 30 seconds. The pump cover was removed to find no intermittent conditions to the printed circuit board. The reported temperature complaint was duplicated due the display failure. A test display screen was mounted and was fully clear and functional with no further temperature issue occurring.